Event description:
Customer reported via phone, the insulin pump had alarmed no delivery. Customer stated he had ran out of inulin his blood glucose was 54 mg/dl and it went up to 519 mg/dl. Call was transferred to perform troubleshooting. Troubleshooting was performed and found customer had disconnected at the quick release, delivered three units, and insulin exit. Fixed prime was also performed and insulin did exit. Customer was advised to remove the cannula and it was found bent. Customer stated the site had bleed when inserting the infusion set site. Customer stated he was trying to bolus and blood glucose was 550 mg/dl and the device was trying to give only 10 units of insulin which he knew was not correct. Customer calculated correct amount and didn't require further analysis. Customer is not returning the insulin pump for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.